Event description:
It was reported that during the post implant follow up, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The device was returned due to an inability to interrogate the device. The customer complaint of failure to interrogate the device was confirmed. The device was received from the field with battery voltage having reached end of life. The device could not establish telemetry and the device image could not be saved. Longevity assessment was performed, and the device was found to have premature discharge of battery. The device was cut open and high drain current on the hybrid was noted. An anomalous integrated circuit (ic) was found to be the cause of the high current drain and inability to interrogate.